Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. As no lot number was provided, a review of device history records could not be conducted. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a 64-year-old female patient with pulmonary arterial hypertension experienced a downstream occlusion alarm on her pump. The patient had recently changed the cassette, and she confirmed that she had checked for and cleared all kinks, closed clamps, and air bubbles. She also stated that she had cleaned the sensor and acknowledged the alarm. After this, the pump stopped alarming and continued to deliver medication as intended. The patient confirmed that the infusion rate was 2.9 ml per hour. The patient experienced a temporary interruption in therapy, but there were no adverse outcomes reported. There was a patient involvement but harm.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.